Manufacturer narrative:
The device information has been updated in this report. In this report, box d, g, h has been updated/ corrected.

Manufacturer narrative:
"The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) and reduced cardiopulmonary reserve. In addition, the patient also alleged eye irritation, nose irritation, skin irritation, hypersensitivity, dizziness, headache and copd. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.